Manufacturer narrative:
Pump received with no (act, up and escape) button response due to moisture keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm and MRI anomaly exposed due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection. The motor was tested outside of the device and passed.

Event description:
Customer reported via phone call that the insulin pump had motor error. Customer blood glucose level was 200 mg/dl. Customer also stated that drive support cap appears normal and they were able to clear the alarm and able to complete insulin pump rewind. The device will be returned for analysis.